Event description:
On (B)(6) 2011, lay user/ patient contacted lifescan (lfs) alleging that her unknown onetouch meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred on (B)(6) 2011 at 8:00am. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and denied making any changes to her normal diabetes management routine in response to the reported issue. A day after the alleged product issue occurred, the patient claimed to have developed symptoms of 'dry mouth, shakiness and tiredness' but denied receiving any treatment in response to these symptoms. The cca noted that the patient did not have the subject meter to troubleshoot with at the time of the call. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.